Manufacturer narrative:
(B)(4). The customer returned a single guide wire assembly that was missing the cap for evaluation. Visual examination revealed two kinks in the guide wire body. No other defects or anomalies were observed. Both the proximal and distal weld appeared full and spherical. The distal j-bend was intact. The kinks in the guide wire body measured 34mm and 545mm from the distal tip. The overall length of the guide wire body measured 602mm which is within specification of 596-604mm per product drawing. The outer diameter of the guide wire measured .795mm which is within specification of .788-.826mm per product drawing. The returned guide wire was able to pass through an inventory ars and inventory introducer needle with minimal resistance. A manual tug test confirmed both welds are intact. A DHR review was completed with no relevant findings. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked twice, once at both ends of the guide wire body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the spring wire guide was kinked to cause a decrease in transfusions.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the spring wire guide was kinked to cause a decrease in transfusions.